Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, leakage from the subject device, water invasion and corrosion of the device were confirmed. From the investigation results, it is likely that temporary conduction failure of circuit board inside scope connector occurred due to water that invaded the device from a leaked location. As a result, the suggested event temporarily occurred. The event can be detected/prevented by following the instructions for use which state: preventive measure is described in the IFU operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: due to a pinhole in the channel tube, water tightness was lost; the connector and the control section were immersed and corroded; and the control unit was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that during preparation for an unknown diagnostic procedure, the evis lucera elite bronchovideoscope presented a b30 (scope communication error). The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.